Event description:
It was reported that the patient experienced numbness in their buttocks, and that she couldn¿t sit because ¿when she sits up¿she gets¿more pain in the lower back of the legs¿. It was also reported that the patient ¿broke out in a rash and we couldn¿t figure out why¿.

Event description:
It was reported, the patient never experienced therapeutic effect. In (B)(6), a dye study was performed and confirmed that the catheter had floated down and was kinked/coiled. The catheter was replaced in (B)(6). In (B)(6) 2012, a dye study was performed and revealed the catheter had floated down. Hcp decreased the drug dose a couple weeks ago as the patient had developed a rash. The pump was refilled on (B)(6) 2012 and clonidine was removed from the pump. A catheter dye study was performed on (B)(6) 2012 and revealed the catheter had migrated from "t spine down to sacrum". A catheter revision was done. It was noted there was no injury. The pump was currently delivering morphine.

Event description:
It was reported that the patient's catheter "floated down and was twisted and coiled in patient's intrathecal space again". The first incident was discovered sometime in (B)(6), and revised on (B)(6). The first incident was discovered because patient started to lose pain relief, near her left sciatic. Reporter thought the catheter had floated down again and got twisted probably within a week after revision, "because patient started to have new pain down both back legs and buttocks". Per the reporter the healthcare provider (hcp) thought the catheter was irritating the nerve in the area. The 2nd catheter issue was confirmed around (B)(6). Patient's original pain was however still being relieved. Patient had 90% pain relief from the start, along with taking her oxycodone, but had to gradually increase the oral medication. Patient's husband believed that in general patient was getting relief, if her catheter issue was resolved. Drugs delivered via te device were morphine, clonidine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4). Implanted: 2011-(B)(6). Explanted: unk; pump pouch model: 8590-1, lot# n275592, implanted: 2011-(B)(6), explanted: unk. (B)(4).